Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a battery out limit alarm. It was found that battery was replaced upside down, as a result, customer had high blood glucose of 446 mg/dl. Customer was assisted.